Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. The balloon inflated first time with no issues and on the second inflation the balloon burst. This indicates that no issues existed with the balloon on initial use and its likely after the balloon interacted with the lesion anatomy, the balloon burst. Based on the event description, the material rupture was most likely caused by an interaction with the 90% stenosed and moderately tortuous right coronary artery.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous right coronary artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous right coronary artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).